Event description:
It was reported that there was an air embolism that was seen on post-op on the airguard. No harm to pt.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexl1125 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexl1125) have been reported from one u.s. Facility.